Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was unable to reproduce the reported issue; however the stm found multiple "leak in iab circuit" alarms in the iabp logs. The stm performed a pm, a full calibration, and tested the unit. The equipment works to manufacture¿s specs. The iabp was returned to the customer and cleared for clinical use. Full event site name: (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an air leak. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an air leak. There was no harm or injury to the patient and no adverse event was reported.